Manufacturer narrative:
Product ID, 3986a lot# n140021, product type lead product ID, 3986a lot# n125489, product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37083-40 lot# serial# (B)(4), product type extension product ID, 37083-40 lot# serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that a patient underwent a left motor cortex generator implantation of her right hand on (B)(6) 2008. It was stated that this was the patient's "worst complaint". At the time the patient had "good" control of her right hand pain which had previously been at 10/10 pain and was controlled to about a 6/10. However, following surgery the patient's left arm and leg pain increased. It was stated that the patient received an implant for this pain a year later. No further information on this event was provided. For more information on this device please refer to manufacturer number 3004209178-2012-09645.